Event description:
Boston scientific received information that a pocket infection was identified in the patient. This system was explanted due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.